Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges her husband was reversing it off the lift on the back of the vehicle when the scooter allegedly flipped up in the air and her husband fell out of the unit. Consumer's wife alleges the lift was fully on the ground when the scooter jumped and flipped.

Event description:
Consumer's wife alleges her husband was reversing it off the lift on the back of the vehicle when the scooter allegedly flipped up in the air and her husband fell out of the unit. Consumer's wife alleges the lift was fully on the ground when the scooter jumped and flipped.

Manufacturer narrative:
Job completed on (B)(6) 2024.the unit is working properly. The lift does not go all the way to the ground. Tech also advised them to never be on the unit when loading or unloading the scooter.